Event description:
Our affiliate is reporting that during a knee procedure, a portion of the tip of a femoral aimer broke off into the patient's joint space. The fragment was not able to be retrieved from the body. They are citing patient harm. There are questions out asking for clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.